Event description:
It was reported that a 20ml pump was filled with 40ml of the drug. Physician had aspirated the correct expected reservoir volume (erv: 2-3ml), and when filling he reported continued resistance until all 40ml were instilled. Pt was sent home, no symptoms were reported. The drug was compounded baclofen 1000 cg/ml infused at 100 mcg/day. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).